Event description:
A reprocessed clip applier was opened with 10 clips in it. The surgeon clipped the duct of the gallbladder and when he manipulated the gallbladder they fell off, leaking a large amount of bile into the abdomen. The gallbladder was removed quickly and the gallbladder was extracted. The patient had a drain inserted due to the leakage. Surgeon felt like patient needed to be admitted because of the leakage.